Event description:
As reported: "revision today was due to instability. Today the cr femur was revised to a ts femur with ts insert to address stability. No further information is available from the doctor or hospital." An x-ray and op report excerpt were provided. Left knee. Additional information from rep: there was no appearance of damage to the poly during the case. The instability seemed to be all soft tissue related, not implant failure related. Components were well fixed to bone and insert did not appear to be worn or damaged.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision today was due to instability. Today the cr femur was revised to a ts femur with ts insert to address stability. No further information is available from the doctor or hospital." An x-ray and op report excerpt were provided. Left knee. Additional information from rep: there was no appearance of damage to the poly during the case. The instability seemed to be all soft tissue related, not implant failure related. Components were well fixed to bone and insert did not appear to be worn or damaged.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon femoral component was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: aa review of medical records with a clinical consultant indicated "I have reviewed the documentation provided for pi including the product inquiry cover sheet, an operative report from the index surgery, an implant sheet from the revision surgery dated (B)(6)2024 and an ap x-ray (undated) of a cemented tka. Event description: as reported: "revision today was due to instability. Today the cr femur was revised to a ts femur with ts insert to address stability. No further information is available from the doctor or hospital." An x-ray and op report excerpt were provided. Left knee. Additional information from rep: there was no appearance of damage to the poly during the case. The instability seemed to be all soft tissue related, not implant failure related. Components were well fixed to bone and insert did not appear to be worn or damaged. Patient underwent bilateral tka surgery. The x-rays provided show the components to be well fixed however there is a significant difference in joint space with medial widening indicative of instability. Other then the implant sheet no documentation regarding the revision surgery was provided. An unstable tka requiring revision surgery is confirmed. The root cause of this instability requiring revision surgery cannot be determined from the documentation provided.' -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated. 'An unstable tka requiring revision surgery is confirmed. The root cause of this instability requiring revision surgery cannot be determined from the documentation provided.' No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.